Event description:
Cq technician notified cq service via airtable that the internal tubing of this device was suspect for contamination during an on-site pm. The technician took pictures of the internal tubing and sent them to cardioquip for review. Cq director of operations and epidemiologist (B)(6) reviewed the photos, and recommended that the device receive hpc testing to gain a quantitative analysis of water quality due to the discoloration present within the tubing.

Manufacturer narrative:
Photos of tubing were submitted by a cardioquip technician and sent to cardioquip epidemiology for investigation. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of the water quality. The cardioquip technician notified the customer of the potential contamination onsite on (B)(6) 2023. The hpc testing recommendation and pricing for sample test kits were provided to the customer via email on (B)(6) 2023. As of the date of this report, there has been no response to the recommendation.